Event description:
Customer reported receiving freestyle blood glucose test results of 127 and 208 mg/dl for tests within ten mins using two different freestyle meters. The result variance exceeds the MFR's allowed variance of 20%.